Event description:
The customer reported incorrect saturation readings coming from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to inspect the device using the patient simulator. The fse reported no abnormalities were found in saturation measurements. The reported allegation was not confirmed. Results of functional testing indicate no malfunction of the intellivue device.